Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a 20ga bd nexiva catheter and extension tubing assemblies of a single port placed at an injection site. Attached to the luer port of the adapter is a miscellaneous injection device. There is clear fluid inside the extension tubing from where the disengaged pinch clamp is located to the nose of the luer adapter. The extension tubing is ballooned in the area above the nose of the luer adapter. The reported issue was confirmed. Per the IFU (instructions for use), the maximum power injector pressure limit is 300psi. Although the report does state in the verbatim that the ¿injector was set to 300 psi¿, exceeding specification can result in the ballooning of the extension tubing. It cannot be verified post factum whether the condition was maintained. The tubing reveals to be indented (not as expanded) in the area where the pinch clamp is located, indicating that the pinch clamp may have been engaged at the time that the ballooning occurred. Additionally, ballooning may occur due to kinked, occluded, or obstructed tubing. Upon inspection of the received photos, there are no signs of kinking, occlusion or signs of obstructions observed to the extension tubing. DHR could not b performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port tubing ruptured. The following information was provided by the initial reporter: it was reported by the health professional that halfway through contrast extension leg blew up. Verbatim: patient with 20g x 1 nexiva single port 383516 went to CT. Omnipaque 350/ 2ml sec. Injected 40ml of saline with no problem. Injector was set to 300 psi. Halfway through contrast when extension leg blew up. Stopped injection and started a diffusics IV that injected with no issues.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port tubing ruptured. The following information was provided by the initial reporter: it was reported by the health professional that halfway through contrast extension leg blew up. Patient with 20g x 1 nexiva single port 383516 went to CT. Omnipaque 350/ 2ml sec. Injected 40ml of saline with no problem. Injector was set to 300 psi. Halfway through contrast when extension leg blew up. Stopped injection and started a diffusics IV that injected with no issues.